Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Customer did not report if there was something pressing up against the button to trigger the alarm. Customer's blood glucose level not impacted. Tandem technical support educated the customer on how to prevent button alarms from being triggered.